Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer's mother stated that the reservoir would not stay in the reservoir compartment. Troubleshooting was performed and it was found that the o-ring in the reservoir compartment was missing. The customer's mother was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing reservoir tube o-ring and cracked lcd window. Reservoir locks in place.